Event description:
It is reported that a customer experienced low blood glucose of 42 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer insulin pump went into a threshold suspend. The customer had received calibration errors on the pump. The customer was informed that the sensors would need to be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.